Manufacturer narrative:
The device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: there was no damage or peeling observed to the keypad. During testing, all of the keypad buttons responded appropriately. The keypad was removed and no evidence of contamination was observed on the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. Unrelated to the complaint, there moisture damage was found on the display, transceiver board, and display board near keypad connector. Leak testing revealed a pump case leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.